Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the battery had flipped around the pocket. The patient will undergo a revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the battery had flipped around the pocket. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician's assistant (pa) believed that the ipg was in the best possible location.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the battery had flipped around the pocket. The patient will undergo a revision procedure. No device malfunction was suspected.